Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: (right) 550cc mentor memorygel breast implant catalog: 3544550 lot: 6869237 sn: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient who underwent breast augmentation revision with a 600cc mentor memorygel breast implant on the left side, suffered hematoma post-operatively. The patient stated that a CT scan confirmed that the hematoma was behind the left breast and an oncologist follow up verified it. The patient consulted a pulmonologist for further testing and their tests all had negative results. The patient stated that they also experienced discomfort and shortness of breath. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.